Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that when cleaning the catheter with nacl, the product left a yellow color behind on the cloth.